Manufacturer narrative:
Lens was returned in liquid, in a specimen cup. Visual inspection found the lens torn in half. (B)(4). No similar complaint type events were reported for units within the same lot.(B)(4).

Event description:
The reporter indicated that a 13.7mm, tmicl13.7, -9.50/1.5/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was removed due to the lens being too long (didnt fit), no patient injury noted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.